Event description:
Pump issued an altitude alarm, and customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Customer was advised by technical support to clean the pump's speaker holes and attempt cartridge reconnection, but insulin could not be resumed at that time. Caller plans to load a new cartridge later and follow up if the issue continues, and was provided tips to prevent future altitude alarms.